Event description:
The customer originally reported that the insulin pump alarmed motor error. He stated that about three years ago he was hospitalized with high blood glucose. The caller stated that after leaving a party his blood glucose was 700 or 800mg/dl, but he found later that his glucose level was 1682mg/dl. The customer took a shot and went to sleep without measuring his glucose level. The customer did not wake up and paramedics were called. The caller stated that he died two days later and was revived. He stated that the paramedics took out the battery when they came and got him. When the battery was replaced about two weeks later a no delivery alarm occurred. However, the customer stated that he was not aware of any alarms before he went to sleep. During the call, it was found that the customer was off the insulin pump two weeks prior calling the paramedics. The customer no longer has the insulin pump that he was involved in the incident he is reporting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.